Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/14/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint of the keypad buttons sticking and the ok button requiring multiple button presses was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the pump buttons were sticking and that the ok button required multiple button presses to elicit a respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.